Event description:
It was reported that the passing pin has twisted and sheared off. When drilling over the 2.4 passing pin the drilling was at an angle and this has caused the passing pin to twist and shear off. All pieces were removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One 7208678 sterile 2.4x381mm drill tip passing pin returned. The complaint states: ¿it was reported that the passing pin has twisted and sheared off. When drilling over the 2.4 passing pin the drilling was at an angle and this has caused the passing pin to twist and shear off.¿ there is a torque force fracture in the distal area that has broken the pin into two sections. Per IFU: as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure. Visual inspection confirms multiple scratches on the outer surface of the pin diameter. Many are cylindrical which indicate contact with another instrument or device while rotating. The complaint explains that the drilling was at an angle which is a contributor to loss of axial alignment. No root cause related to the manufacture of the device can be established. There have been no other abnormalities reported for this manufacturing lot.